Event description:
The patient had an audible leak around the tracheotomy tube while attached to the ventilator. The end tidal co2 waveform was flat and the patient started to desaturate. The trach tube was changed without incident.